Manufacturer narrative:
The device history record was reviewed and showed that the device was manufactured according to the specification.

Event description:
Screw broken in one of the wings. Patient outcome: no adverse effect on the patient was report.